Manufacturer narrative:
D9 - date returned to mfg: 9/18/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a latch lock flex sensor that failed testing. The latch lock flex sensor was saying that the latch was locked but it was not locked, and the pump failed go-no-go testing. The cause of the customer reported problem was the latch lock flex sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a "cassette not attached error." There was no patient involvement.